Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave 31 mm during preparation while hooking up the pressure bag, the flush port was broken and would not seal. To solve the issue the device was replaced, and the procedure was completed without patient complications. The catheter is expected to be returned.